Event description:
Information received by medtronic indicated that there was fluid in insulin pump due to exposure to moisture. There was no damage to o ring and battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to heavy corrosion/moisture damage on the electronic assembly (pcba 1 and pcb 2). The corrosion has caused the j6 and j7 connectors to break off of pcba 1. Found moisture damage on the inside of the battery tube and on the vibrate harness assembly during visual inspection. Corrosion and rust were found on the motor and force sensor. Cleaned pcba 2 with isopropyl alcohol. A test pcba 1 was swapped out and blank display persist. Unable to perform the displacement test and self test due to blank display. The pump was also received with scratched case, keypad overlay texture damage, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, case cracked behind the pump at the corner of the belt clip rails, and cracked battery tube threads. (B)(4).